Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to duplicate the customer's reported issue during testing and evaluation. The low pressure issue was due to a malfunctioning turbine. Carefusion has requested the return of the turbine, shall the turbine be returned, a follow-up medwatch report will be submitted with the result of the failure analysis.

Event description:
It was reported to carefusion that the unit was delivering a lower amount of oxygen than expected while in use on a patient. There was no patient or user harm associated with this complaint. The ventilator was swapped out.

Manufacturer narrative:
Results of investigation: carefusion was able to verify the customer's reported issue. During an initial bench test, the turbine manifold assembly was not working normally within specification. The turbine manifold assembly also failed the production turbine manifold assembly bypass valve test. Visual inspection did not reveal any anomalies; however, internal inspection did find that the bypass valve diaphragm was stuck to the turbine manifold cover. The issue caused the reported issue from the customer.